Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection revealed that the tube was disconnected from the drip chamber. Further visual inspection revealed that the tube had not been fully inserted into the chamber. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a solution administration set separated from the drip chamber. This occurred while the customer was preparing to prime the set with saline solution. There was no patient involvement. No additional information is available.